Event description:
Freestyle libre 3+ glucose monitor started reporting low glucose. Test with manual blood glucose monitor showed normal glucose. Rarely had low glucose alerts and not having them every night. Received email from abbot about low glucose problem and checked the sensors serial numbers and the response was that my serial numbers were not affected. I believe that response is wrong. Problem started in early november. The symptoms experienced match the description of the problem from abbot. Last instance recorded below. Last three cgm serial numbers: (B)(6). Logs show: (B)(6). Other records are missing or no longer available. Pt code: 4582. Device code: 1535. Ref reports: mw5180086, mw5180087.